Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, lens became stuck in the cartridge and the insertion device scuffed the lens. There was patient contact observed. The surgery was completed the same day with another lens. Additional information was received stating no harm was done to the patient.

Manufacturer narrative:
Additional information was provided in d.9, h.3, h.6 and h.10. The product was returned for analysis and damage was observed to the intraocular lens. No cartridge was returned. Intraocular lens returned pressed against one post of the lens case base resulting in damage to the intraocular lens. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic with solution, the other haptic is bent/deformed. The optic is cracked/fractured and scratched/marked-rejectable. Unable to conduct dimensional testing due to condition of returned sample. No cartridge received. The product investigation could not identify the root cause for the reported complaint "lens became stuck in the cartridge" as only the intraocular lens was returned for evaluation. Due to this, we are unable to complete a thorough investigation to determine a root cause. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).